Event description:
It was reported that the blockage alarm has no sound. Event occurred while in patient use, during infusion. There was known patient involvement, and no patient harmed reported.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual, functional and occlusion tests were performed. The customer's problem was not replicated. The cause of the problem was possibly a defective dso sensor, and it was preventatively replaced to fix the issue.